Manufacturer narrative:
H3) device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Two images for the arm cart assembly were received for evaluation. One image depicted an error message about the arm cart displayed on the operating room team interactive (orti) screen stating, "arm 3 : caution : arm calibration error. Make sure no port docked or buttons pressed. Retry, reconnect arm, or replace arm.". One image depicted the reference identification and serial number that matched what was reported. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, during the calibration process, the arm cart assembly and surgeon console sent an error indicating that there was a loss of communication. Two attempts were made to calibrate both the arm cart assembly and surgeon console, but both were unsuccessful. The entire system was restarted due to the errors. The issue was resolved by replacing the arm cart assembly and surgeon console with different ones. There was no patient involvement.